Event description:
I had icl surgery in (B)(6) 2024. My right eye was done on (B)(6) and it went 'successfully'. During surgery on my left eye on (B)(6), doctor made incisions in my left eye but could not fit the lens inside injector and canceled the surgery. After around 1 week I started developing bad symptoms in my left (unoperated eye). I had inflammation and high iop which later resulted in pigment dispersion syndrome. I had to get laser iridotomy done and was hospitalized with IV/drops to bring iop down. It was in 50s. It finally came down after the laser iridotomy but now I'm stuck with permanently dilated pupil as it was damaged because of iop spike and I'm required to use 2 drops twice a day forever. In my right eye, which was operated 'successfully' I developed glare/halos/ghosting pretty much immediately after the surgery. Doctor kept reassuring me my brain would adapt but it never did. I got a second opinion after 6 months with no changes. Another doctor said I had very high vault (near 1mm) and it needed to be removed. I removed it 2 weeks ago ((B)(6) 2024). Now I have to live with a permanently dilated pupil in my left eye using glaucoma drops forever and had to go through a lot of trauma.